Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 5.2a retainer ring = black customer returned insulin pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked case, battery tube threads - cracked, cracked case (battery tube) and end cap address label missing during the visual inspection. Thump software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history during priming. Insulin pump alarmed no delivery/insulin flow blocked alarm in the process of performing the displacement test. Pump passed the self test, however, unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor and occlusion test due to no delivery/insulin flow blocked alarm. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and force sensor. Cosmetic damage was confirmed at battery tube threads and battery tube case. Unexpected insulin flow blocked alarms noted during testing. Moisture damage on electronic assembly and force sensor were noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.